Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that the patient underwent a revision due to the screw of the humeral anatomic stem was wobbly and therefore caused loosening of the spool. Side-effect was an inflamed pseudo tumor in the joint. When the surgeon tried to open  the ulnar cap, he found pieces of the apparently beforehand broken ulnar cap tab in  the joint.